Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that unit ceased irrigation, aspiration and phacoemulsification functionality during cataract surgery (with intraocular lens implant). The surgery was completed on the same day by replacing the product with another one. There was no information about the patient impact. Additional information has been requested but is not available at the time of this report.